Event description:
It was reported that this pacemaker device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated that the rv pace impedance measurements have been relatively stable in the 500 ohm to 700 ohm range with a recent high, but within specification, measurement of 1738 ohms occurring a few days prior to the high out of range measurement. Ts discussed with the healthcare provider (hcp) that this is not likely an issue with a device set screw or the lead not being fully inserted into the device header, but it could be a lead conductor fracture or a device header spring contact issue. Ts provided guidance to consider bringing the patient into the clinic to reprogram the rv lead back to a bipolar configuration and perform isometric testing. If there is a lead fracture, ts indicated that they should observe high out of range pace impedance measurements during the isometric testing. If not, then it could be a device header spring contact issue for which the suggestion would be to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. Ts also suggested an x-ray be performed since the leads have been in-service for approximately fourteen (14) years. The products remain in-service. There were no patient symptoms or adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated that the rv pace impedance measurements have been relatively stable in the 500 ohm to 700 ohm range with a recent high, but within specification, measurement of 1738 ohms occurring a few days prior to the high out of range measurement. Ts discussed with the healthcare provider (hcp) that this is not likely an issue with a device set screw or the lead not being fully inserted into the device header, but it could be a lead conductor fracture or a device header spring contact issue. Ts provided guidance to consider bringing the patient into the clinic to reprogram the rv lead back to a bipolar configuration and perform isometric testing. If there is a lead fracture, ts indicated that they should observe high out of range pace impedance measurements during the isometric testing. If not, then it could be a device header spring contact issue for which the suggestion would be to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. Ts also suggested an x-ray be performed since the leads have been in-service for approximately fourteen (14) years. The products remain in-service. There were no patient symptoms or adverse patient effects reported.